Event description:
Physician inserted the vertecor straightline cement staging osteotome through the working cannula into the vertebra of t9 in the left pedicle. Upon attempting to remove the osteotome embedded in the bone, the distal most tip was sheared off and remained in the bone.

Manufacturer narrative:
The implanted portion of the device is made from (B) (4). Physicians stated that the patient is at no risk of injury, as the device is manufactured from (B) (4) and the device is completely contained within the confines of the vertebra. Physician stated that the patient had extremely sclerotic dense bone. A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, torque and tensile tests were performed. Torque and tensile test results for the lot met all specifications. Instructions for use for the vertecor straightline cement staging osteotome has been updated. Product will be investigated if returned.